Manufacturer narrative:
After contacting the customer it was confirmed that this unit was not malfunctioning and was reported in error. The customer confirmed that the unit was performing to specifications.

Event description:
It was reported via repair work order that the transfer will not recess back into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the transfer will not recess back into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.